Event description:
It was reported that an alert was received for high hv lead impedance. The pocket was opened and the lead was removed from the connector and tested on the psa with normal measurements. No anomalies were noted. A connector issue was suspected. Lead and device were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found a missing weld between the svc crimp sleeve and svc shock coil which led to an intermittent connection on the svc circuit. This is consistent with the field observation of high hv lead impedance.